Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right common femoral artery with a cross-over approach. The target lesion was located in the non-calcified anterior tibial artery. A 2.0x22 coyote balloon catheter was advanced but failed to cross the lesion. Subsequently, a 2.0mmx30mmx142cm fg coyote nc otw (nc quantum apex¿) balloon catheter was advanced to dilate the areas of imperfect dilatation; however, the balloon ruptured. With several attempts and dilatations with another coyote balloon catheter, the procedure was completed. No patient complications were reported and the patient's status was good.